Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cabinet was off. A technical support specialist (tss) had the cabinet unplugged for at least two minutes and confirmed normal boot-up once power was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cabinet was off. Customer tried unplugging it and plugged back but issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.